Event description:
It was reported that during a follow up in clinic, inadequate capture was noted on the left ventricular (lv) lead suspected to be due to non-confirmed dislodgement of the lv lead. No intervention has been performed. The patient was in stable condition and will continue to be monitored.